Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 524 mg/dl and a high ketone level. The cause of elevated bg was unknown. Insulin was administered via a manual injection to initially address bg. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of saline and insulin. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage.